Manufacturer narrative:
Reported event: the reported devices are dual pin base clamp assembly, catalog # 111430, lot #19160214, qty: 4. Device evaluation and results: visual inspection. Visual inspection shows no visible damage to the parts. Dimensional inspection: no dimensional inspection was done because the incoming inspection reported no nonconformances and the visual inspection clearly shows the parts to be damage free. Functional inspection: (2) 111680 bone pins were assembled into the camps and tightened with no issue. Device history review: a review of the device history record shows that (B)(4) parts were manufactured, inspected and accepted into final stock on 10/15/14 with no reported nonconformances. Complaint history review: a review of the (B)(6) databases for complaints related to p/n 111430, shows 15 complaints related to the failure in this investigation of tightening inadequacy. The (B)(6) complaints are issue # (B)(4). The (B)(6) complaints are: complaint # (B)(4). Tracking of complaints related to this part will be tracked through quarterly trend request #(B)(4). Conclusions: the failure mode reported was not confirmed, the clamps function as designed. Corrective action/preventive action: no further action is required at this time as there is no indication to suggest an unanticipated hazard.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the mako uni knee clamps didn't tighten as much as we would have liked causing a delay of approximately 30 minutes. The case was then completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the mako uni knee clamps didn't tighten as much as we would have liked causing a delay of approximately 30 minutes. The case was then completed successfully.